Manufacturer narrative:
Method: the device has not been evaluated by stryker at this point. Once the evaluation occurs and the results are determined, a supplemental report may be filed.

Event description:
It was reported by service report that the head end would not lower.